Manufacturer narrative:
A software analysis was initiated. Analysis found that the behavior was consistent with a known software anomaly documented in the medtronic navigation software anomaly tracking database. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m450001b022, serial/lot #: 3.3.2, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that the temperature map (tmap) movie could not be saved on the thermal therapy system. It was noted that the movie link would not populate when pictures and laser logs were generated. It was noted that the issue recurred when attempting to generate a tmap movie with previous patient data. There was no patient present when this issue was identified. It was noted that later, post-operative to a separate procedure, the laser logs could not be saved. Additional information was received indicating the reported issue could be replicated.